Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a jaw ins.bip.maryland diss.fcps 5/310mm (part # pm431r) was used during a laparoscopic bilateral salpingo-oophorectomy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, a tiny part of the jaw insert broke off and fell into the patient. The surgeon was able to retrieve the fragment, and then the procedure was continued and successfully completed. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. No mention of any delay in surgery. The adverse event is filed under (B)(4) reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was returned to the manufacturer for evaluation. A visual examination of the jaw and ceramic insulation was performed. The insulation was found to be cracked and damaged at several points. The broken parts were not enclosed. The device history records (DHR) were reviewed for the available lot number; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionall, there were no similar complaints against the same lot number with this error pattern. Explanation and rationale: without further knowledge about the event circumstances, the failure was suspected to have been caused by the application of too high a force on the jaw during surgery. A material failure and a manufacturing error have been excluded. The most probable root cause was reported as being usage related. Based upon the investigations results a CAPA is not necessary.

Event description:
No changes necessary.